Manufacturer narrative:
Date sent to the FDA: (B)(6) 2020. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. Additional h-3 summary: an empty opened overwrap packet, a paper lid, and winding former with a partially dispensed needle/suture piece of product were received for evaluation. The product code is double armed. During the visual inspection of sample, the swage and attachment area were noted to be as expected. No needle pull of was noted. The suture was dispensed and damaged could be observed at the end. The other section of the needle/suture was not received for evaluation. A functional test was performed and the pull force were above the minimum requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/25/2020. Additional information: a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.